Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented via remote transmission. Upon review, the right ventricular lead exhibited lead noise. The physician elected not to perform any interventions. The patient experienced no adverse consequences.